Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a feature broke on the polyethylene acetabular cup during implantation.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. During visual examination, it was noted that the x-ray wire was disassembled and deformed. It was also noted that implantation appeared to have been attempted, as bone cement was found on the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It is reported that a feature broke on the polyethylene acetabular cup during implantation. Another device was available to complete the procedure without a significant delay.